Manufacturer narrative:
Device eval - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The proximal end of the struts of a 3.50x20mm liberte stent were damaged coming out of the package. The procedure was completed with another 3.50x20mm liberte stent. There were no pt complications. The procedure was completed with another 3.50x20mm liberte stent.